Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experiencing heat coming from the ipg site. It was mentioned that a burning sensation and irritation but no physical burned and was noted that this is happening when the device was not charging and goes away when the stimulation is off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned. No further information obtained despite good faith efforts.